Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The customer stated that the insulin pump motor error during prime. The customer stated that the drive support cap was sticking out. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. Pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump unable to prime during prime test due to loose/protruded drive support disk. No motor error alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.